Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer. Technical support provided instructions to reset the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction code appeared again.